Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. In 1998, the pt underwent a primary left l4-l5 spinal root decompression. Eight days later, the pt presented with wound erythema. The investigator noted the event as mild in intensity. No treatment was prescribed by the physician. The event was reported as resolved without treatment approximately three weeks later. The investigator noted this event as unrelated to the administration of adcon-l. The investigator noted idiosyncratic effect as a possible explanation for the event.